Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported migration and extrusion/erosion could not be established as no damage or irregularities were noted that would affect the functionality of the device. Device history record review (DHR): the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A risk review confirmed that the event is accounted for in the risk documentation. Labeling review: a review of the device instructions for use (IFU) was completed and did not review any evidence of device off-label use or failure to follow instructions device technical analysis: the ambicor cylinder, pump and tubing were visually inspected. The ambicor device was identified to be cut apart. There was no damage related to cylinder 1 and no leak was found. Cylinder 2 was not returned for analysis. The pump tubing was identified to be cut down to the pump strain relief kink resistant tubing (cylinder) junction. The tubing was not returned for analysis. There was no damage related to the pump. Product analysis was unable to confirm the reported event. Investigation conclusion: therefore, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported event of migration and extrusion/erosion are included as a potential adverse event within the product labeling.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to extrusion and migration. There were no patient complications reported.

Event description:
It was reported that the patient had the ambicor penile prosthesis removed due to extrusion. There were no patient complications reported.